Manufacturer narrative:
Patient had preexisting history of nosebleeds and was being treated for hypertension and diabetes. It is unknown if treatment with cryoablation device aggravated this condition or not. Patient recovered after embolization of epistaxis.

Event description:
The following information was obtained from the treating physician in order to complete the complaint investigation. Male patient received bilateral cryotherapy in the nasal passageway under endoscopic visualization in the doctor's office on (B)(6) 2018. On (B)(6) 2018 patient presented in emergency room with epistaxis which was cauterized and packed in the ER which resolved issue. Patient continued to complain of severe epistaxis post-ER visit; dr. (B)(6) saw him in the office two days later and endoscopically evaluated the clarifix treatment site which was observed to be healed: no crusting or inflammation noted. Patient later returned to ER with posterior epistaxis. Patient seen by interventional radiologist who could not identify source of the bleeding. Sphenopalatine artery was embolized by interventional radiologist at hospital. This resolved epistaxis. Patient had a history of nose bleeds and previous nasal surgery (septoplasty (date unknown), nasal valve repair ((B)(6))). Patient was not overweight, but taking blood pressure medication (lisinopril, cardizem (diltiazem)) and diabetes medication (metformin). Source of epistaxis undetermined. Unknown if related to clarifix treatment, but appears unlikely given that treatment site was healed and patient had a history of nosebleeds prior to treatment.